Event description:
Complainant alleged that during biomed testing, the device woould not allow the attached paddles to function. Complainant indicated that there was no patient involvement in the reported malfunction.